Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, the drill bit to prepare for the screw broke in the humerus of the patient. The broken piece remains in situ. Reportedly there were no clinical consequences. There was another device available for use. The drill bit was discarded of by the account and subsequently the lot number is unavailable.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.